Event description:
It was reported that "when injecting high calorie infusion from the proximal lumen, the infusion leaked from the part where the catheter was inserted. Therefore, the catheter was removed and replaced with a new one. When confirmed by x-ray, the proximal port was very close to the blood vessel. The user tested [the device] [by] [injecting it with] water [via] a syringe into the catheter after removal. The water flowed out of the side holes of the proximal and the distal lumen, but not out of the tip hole of the distal lumen." No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 2-l catheter and syringe for analysis. Signs of use were observed within the catheter extrusion and distal tip. Visual analysis didn't reveal any obvious defects or anomalies on the returned components. After performing functional testing, large amounts of blood were observed within the catheter. The overall length of the catheter measured 217mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The outer diameter of the catheter measured 2.445mm, which is within the specification limits of 2.36mm - 2.46mm per the extrusion graphic. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states " flush each lumen with sterile saline solution, to establish patency and prime lumen (s)." Both lumens were flushed using a lab inventory syringe, and the proximal line flushed as intended, and no leaks were observed at the tip. When flushing the distal extension line, water was observed exiting out of the distal skive but not the distal tip, indicating a blockage. A lab inventory guide wire was advanced through the catheter to release the blockage, and large amounts of biomaterial exited out of the catheter. Once the blockage was removed, the extension lines were flushed again, and both flushed as intended. The returned catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A manual tug test confirmed that the luer hubs were secure within their respective hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "ensure catheter patency prior to injection. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce risk of intraluminal leakage or catheter rupture." The customer complaint of a leak in the catheter at the insertion site could not be confirmed via investigation of the returned sample, however, a catheter blockage was confirmed which could have contributed to the event. Visual and functional analysis revealed large amounts of biomaterial towards the distal end of the catheter extrusion which caused partial blockage when flushing the distal lumen. The catheter passed all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Leak testing performed per bs en iso 10555-1 did not reveal leaks for any portion of the catheter. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "when injecting high calorie infusion from the proximal lumen, the infusion leaked from the part where the catheter was inserted. Therefore, the catheter was removed and replaced with a new one. When confirmed by x-ray, the proximal port was very close to the blood vessel. The user tested [the device] [by] [injecting it with] water [via] a syringe into the catheter after removal. The water flowed out of the side holes of the proximal and the distal lumen, but not out of the tip hole of the distal lumen." No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).